Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator interface board was replaced to resolve the issue. No patient information provided to date after requests for information on (B)(6) 2022. Legal manufacturer: hcs madison (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed.